Event description:
This unsolicited device case was received from united states on (B)(6) 2014 from a health care professional. This case was cross referenced with case: (B)(6) (same pt). This case concerns a (B)(6) year old female pt who could barely walk, was limping and had big fluid effusion/had to drain her knee after receiving treatment with synvisc one injection. The pt's medical history included slight fluid effusion. No concomitant drugs and concurrent conditions were not reported. The pt had history of previous treatment with synvisc injection (either in 2009 or 2010). On an unk date in 2011, the pt received treatment with synvisc one injection, at a dose of 06 ml, once (route, batch/lot number and expiration date not provided) into unspecified knee for osteoarthritis. On an unk date, after unk latency, the pt had big fluid effusion after the synvisc one injection, on following which she could barely walk and was limping. It was reported that states the pt's hcp had to drain her knee, and he thought there might be an infection. Later, the pt underwent arthrocentesis in which unk amount of fluid was aspirated and synovial fluid culture was found to be negative for infection. The pt administered corticosteroid nos (corticosteroid) injection in the same knee and she then had to do "strenuous exercises". Additionally reported that the pt she went on a hike after her synvisc one injection,. Outcome: unk for all events.

Manufacturer narrative:
A pharmaceutical technical complaint was initiated and conclusion was pending for the same. Seriousness criterion: intervention required for all events. Pharmacovigilance comment: sanofi company comment dated 08/26/2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence for the events of big fluid effusion, could barely walk and limping, however, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.